Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.

Event description:
It was reported that an alert was triggered as the device was at elective replacement indicator. It was also noted that the device's battery life was less than five years after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.